Event description:
It was reported that the lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion and distal portion of the lead were received, both measuring 39 cm, and were analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the proximal conductor of the lead became extrinsically fractured due to a cut. Concomitant products: 5076 implantable pacing lead - (B)(6) 2004. (B)(4).